Event description:
The customer reported that the left hand monitor was intermittently losing resolution and contrast and then the monitor would go blank.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the monitor. The system operates as intended.